Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') and respiratory distress ('acute distress disease symptom') in a 34-year-old female patient who had essure (batch no. 624496, 626503) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included gravida ii, parity 2 ((B)(6) 1995 and (B)(6) 2008), abdominal pain, epigastric pain, itching, abdominal distension, nausea, appetite lost, gerd, copd, menses irregular, arrhythmia, hypothyroidism, guillain-barre syndrome, chest pain, cyst of ovary on (B)(6) 2017, pelvic pain on (B)(6) 2017, acute vaginitis and colonoscopy. Concurrent conditions included anemia since (B)(6) 2016, fibromyalgia since 2013, asthma since (B)(6) 2009, pulmonary fibrosis since (B)(6) 2009, hypothyroidism since (B)(6) 2009 and constipation since (B)(6) 2009. Concomitant products included since 2013, since 2013, since (B)(6) 2009, budesonide;formoterol fumarate (symbicort) since (B)(6) 2009, diltiazem since (B)(6) 2009, ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe), gabapentin since 2013, levonorgestrel (mirena), levothyroxine since (B)(6) 2009, lubiprostone (amitiza) since (B)(6) 2009, meloxicam since 2013, pregabalin (lyrica) since (B)(6) 2009, proton pump inhibitors since (B)(6) 2009 and salbutamol (albuterol) since (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("severe pelvic pain") and pain in extremity ("leg pain"). In (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy") and experienced vaginal haemorrhage ("abnormal vaginal bleeding"), heavy menstrual bleeding ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced depression ("depression"). In (B)(6) 2012, the patient experienced headache ("headaches"). In 2012, the patient experienced migraine ("migraines / headaches"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexualintercourse)"). On (B)(6) 2018, the patient experienced endometritis (seriousness criteria medically significant and intervention required), 10 years 1 month after insertion of essure. On an unknown date, the patient experienced respiratory distress (seriousness criterion hospitalization prolonged), alopecia ("hair loss") and anxiety ("mental anguish"). The patient was hospitalized between (B)(6) 2009 and (B)(6) 2010. Essure treatment was not changed. On (B)(6) 2009, the pregnancy with contraceptive device had resolved. At the time of the report, the endometritis, respiratory distress, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, migraine, depression, pain in extremity, weight increased, alopecia, anxiety and headache outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, endometritis, headache, heavy menstrual bleeding, migraine, pain in extremity, pelvic pain, pregnancy with contraceptive device, respiratory distress, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: second pregnancy linked case - (B)(4). Plaintiff denies undergoing an essure confirmation test left coil-1 right coil-4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Pregnancy test - in (B)(6) 2008: results: positive. Ultrasound scan - on (B)(6) 2008: results: 19 weeks and 5 days single intrauterine pregnancy. Ultrasound scan vagina - on (B)(6) 2008: results: unilateral occlusion - right tube occluded. Concerning the injuries reported in this case, the following one was described in patient¿s medical records:  pregnanacy with contraceptive device, device dislocation, endometritis. Lot number: 624496 manufacture date: 2007-05 expiration date: 2009-04 , lot number: 626503 manufacture date: 2008-01 expiration date: 2009-12 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on 6-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') and respiratory distress ('acute distress disease symptom') in a (B)(6) old female patient who had essure (batch no. 624496, 626503) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included gravida ii, parity 2 ((B)(6) 1995 and (B)(6) 2008), abdominal pain, epigastric pain, itching, abdominal distension, nausea, appetite lost, gerd, copd, menses irregular, arrhythmia, hypothyroidism, guillain-barre syndrome, chest pain, cyst of ovary on (B)(6) 2017, pelvic pain on (B)(6) 2017, acute vaginitis and colonoscopy. Concurrent conditions included anemia since (B)(6) 2016, fibromyalgia since 2013, asthma since (B)(6) 2009, pulmonary fibrosis since (B)(6) 2009, hypothyroidism since (B)(6) 2009 and constipation since (B)(6) 2009. Concomitant products included since 2013, since 2013, since (B)(6) 2009, budesonide; formoterol fumarate (symbicort) since november 2009, diltiazem since (B)(6) 2009, ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe), gabapentin since 2013, levonorgestrel (mirena), levothyroxine since (B)(6) 2009, lubiprostone (amitiza) since (B)(6) 2009, meloxicam since 2013, pregabalin (lyrica) since (B)(6) 2009, proton pump inhibitors since (B)(6) 2009 and salbutamol (albuterol) since (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("severe pelvic pain") and pain in extremity ("leg pain"). In (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy") and experienced vaginal haemorrhage ("abnormal vaginal bleeding"), heavy menstrual bleeding ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced depression ("depression"). In (B)(6) 2012, the patient experienced headache ("headaches"). In 2012, the patient experienced migraine ("migraines / headaches"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced endometritis (seriousness criteria medically significant and intervention required), 10 years 1 month after insertion of essure. On an unknown date, the patient experienced respiratory distress (seriousness criterion hospitalization prolonged), alopecia ("hair loss") and anxiety ("mental anguish"). The patient was hospitalized between (B)(6) 2009 and (B)(6) 2010. Essure treatment was not changed. On (B)(6) 2009, the pregnancy with contraceptive device had resolved. At the time of the report, the endometritis, respiratory distress, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, migraine, depression, pain in extremity, weight increased, alopecia, anxiety and headache outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, endometritis, headache, heavy menstrual bleeding, migraine, pain in extremity, pelvic pain, pregnancy with contraceptive device, respiratory distress, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: second pregnancy linked case - (B)(4) plaintiff denies undergoing an essure confirmation test left coil-1 right coil-4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Pregnancy test - in (B)(6) 2008: results: positive. Ultrasound scan - on (B)(6) 2008: results: 19 weeks and 5 days single intrauterine pregnancy. Ultrasound scan vagina - on (B)(6) 2008: results: unilateral occlusion - right tube occluded. Concerning the injuries reported in this case, the following one was described in patient¿s medical records:  pregnancy with contraceptive device, device dislocation, endometritis. Batch number: 626503, exp date: 2009/12, man date: 2008/01. Batch number: 624496, exp date: 2009/04, man date: 2007/05. Most recent follow-up information incorporated above includes: on 21-apr-2021: medical record received: event pregnancy downgraded to non-serious incident, event "chronic endometritis" was added. Reporter information, medical history, concomitant medication and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.